Event description:
During an assisted coil embolization procedure with an enterprise system, the distal tip of the device separated in the pt's cerebral artery. The pt is still doing well, and there was no adverse event. The user was trained. The product was stored according to labeling instructions.

Manufacturer narrative:
Per facility: cordis neurovascular reported, no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot 01408495. Additional info will be submitted within 30 days of receipt.